Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient notified the site that the text on the led screen was fading and he was having difficulty reading it. The patient stated it would intermittently fade almost to non-readable and then return to normal text appearance. The controller was exchanged and no consequence to the patient. Investigation is ongoing.

Manufacturer narrative:
The reported faulty display with the returned controller was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the controller revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as a result of the lcd display found to have pixel errors, making the characters appear faded and non-readable. The pixel error on the lcd display was most likely due to a faulty display module assembly. Supplemental testing revealed that once the display module was swapped with a known good display module, the controller worked as intended. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to a faulty display module assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.